Event description:
It was reported that a home patient (hp) experienced an increased intraperitoneal volume (iipv) event (indicates that the patient drain volume exceeds 160% of the maximum prescribed cycle fill volume) on the home choice (hc) device during dwell 1 of 4. The hp also experienced breathing difficulties. The hp was in therapy when an unrelated issue occurred that caused the hp to have to restart therapy. Upon restarting therapy, the hc skipped the initial drain. The technical service representative (tsr) then assisted the care giver (cg) in manually draining 4194 ml. The tsr reviewed the programming and found that the fill volume (fv) was 2300 ml, the last fill volume (lfv) was 0 ml, and the initial drain alarm (ida) was 0 ml. The tsr explained the reason the hc skipped the initial drain. The tsr assisted the cg in ending the hp's therapy and explained the use of continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. An external and internal inspection was performed, which the device passed. The pneumatic system was checked and found to be working to specifications. A short simulated therapy with the device was performed, which the device passed. Returned instrument testing evaluation (rite) electrical and functional tests were performed, which the device passed. An event history log review was performed, which confirmed the reported problem. The cause was determined to be a false empty detect and use error of inappropriately programming the initial drain alarm setting. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.